Manufacturer narrative:
No reports of alleged injury to patient or user has been identified for this complaint. Risk assessment for the transformer has been reviewed and confirmed that the workstation transformer has been safety tested to iec 60601-1. Further information will be provided within the follow-up report. The wm-p1 series is discontinued however is still supported through servicing activities. A request has been sent for the return of the product for further investigation.

Event description:
A spark came out from the power plug of the isolation transformer (maj - 113) during inspection. It was pulled out from the outlet, and the metal part had melted.

Manufacturer narrative:
Olympus keymed investigation has been completed. Outcome of investigation was identified as user error/misuse. Damage caused to the pins of the plug are consistent with plug being disconnected whilst the workstation is still plugged in and powered on. (The workstation was connected to a socket hanging from the ceiling). It is alleged that the power cable was subjected to excessive force when pulled from the socket, as observed with the bent earth pin. No user or patient injury was reported in this instance. This will be the final follow up report. However if any new or additional information is provided the pae will be re-opened and investigated further.